Event description:
Caller reported an alarm 2 followed by alarm 26, indicating recurrent occlusion events. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl, nor did the cgm read ¿high.¿ to resolve the issue, the customer changed the infusion set and cartridge and resumed insulin. They were experiencing frequent occlusion issues and received a transfer for additional assistance from technical support.